Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment for acute ischemic stroke using a catheter, the guidewire did not pass through the phenom21, and catheter resistance was encountered. The access vessel was identified as m1 with a diameter of 2mm. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use (IFU). The product was replaced by another product. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported the guidewire was not able to pass the catheter hub. There was no damage to the catheter hub or guidewire. The guidewire tip was not shaped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4).:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg11xxx-yyyy-zz rev. F as found condition: the phenom 17 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The guidewire was not returned with the phenom 17 catheter. Additionally, the guidewire size and model were not reported. Therefore, any contributing factors from the guidewire, including compatibility with the catheter, cannot be determined. Damaged location details: the phenom 17 catheter tip and marker were examined, and no damages were noted. The catheter body was found to be in good condition. No flashes or voids were found on the catheter hub, and no other anomalies were found. Testing/analysis: the total and usable length of the catheter were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.016¿ mandrel through the hub and tip without resistance. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ and ¿catheter resistance at hub¿ complaints were not confirmed, as no issues were encountered while testing the phenom 17 catheter. However, the root cause of the resistance could not be determined. Possible causes for the resistance could include a lack of continuous flush with heparinized saline during the procedure, vessel tortuosity, and incompatible devices. Since the model and size of the guidewire were not reported, the compatibility of the phenom 17 catheter with the guidewire could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the guidewire used was a synchro-14 (stryker).

Manufacturer narrative:
H3: product analysis as found condition: the phenom 17 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The guidewire was not returned with the phenom 17 catheter. Additionally, the guidewire size and model were not reported. Therefore, any contributing factors from the guidewire, including compatibility with the catheter, cannot be determined. Damaged location details: the phenom 17 catheter tip and marker were examined, and no damages were noted. The catheter body was found to be in good condition. No flashes or voids were found on the catheter hub, and no other anomalies were found. Testing/analysis: the total and usable length of the catheter were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.016¿ mandrel through the hub and tip without resistance. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ and ¿catheter resistance at hub¿ complaints were not confirmed, as no issues were encountered while testing the phenom 17 catheter. However, the root cause of the resistance could not be determined. Possible causes for the resistance could include a lack of continuous flush with heparinized saline during the procedure, vessel tortuosity, and incompatible devices. Since the model and size of the guidewire were not reported, the compatibility of the phenom 17 catheter with the guidewire could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.